Manufacturer narrative:
A returned product analysis was performed by histion (a consulting company). However, the assessment performed by histion is to gather info regarding bony ingrowth on the implant. Histion does not assess the performance of the product. Based upon the complaint info and investigation, there is no evidence to suggest device failure or that the device was out of spec. In addition, the failure mode and effects analysis and the surgical technique manual were reviewed. Root cause for the pt's buttock pain is unk.

Event description:
On (B)(6) 2011, the surgeon performed a si joint arthrodesis using ifuse implants for the diagnosis of si joint disruption. Approx four weeks after the surgery, the pt fell. After the fall, the pt started to complain of significant buttock pain. Imaging with a CT scan showed that the second and third implant were now 5 to 6 mm proud. The surgeon felt that the implants had migrated "out" a little bit. On (B)(6) 2011, the surgeon performed a revision surgery to reposition the 2nd and 3rd implant more medially and added a fourth implant a bit anterior to the first two implants. The pt was pain free for about two weeks after the revision surgery, but the buttock and posterior pelvic pain gradually returned. The pt had no radicular symptoms. The pt required increased doses of narcotic medication. A wide variety of non - surgical treatment was carried out. On (B)(6) 012, the surgeon performed a revision surgery to remove all four implants. The surgery was challenging and took 3.5 hours to complete. A burr was used to drill away bone and the surgeon utilized osteotomes to remove the implants. All four implants were rigidly fixed. The surgeon palpated the si joint through each of the four holes in the ilium with an angled nerve hook; however, the joint was filled with bone and he could not palpate a joint space. The four holes were filled with osteocell, an orthobiologic substance. The pt has been seen for a f/u by the surgeon. The pt's condition is unchanged, not better and not worse.